Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer also mentioned having sensor glucose versus blood glucose issue, where the pump was not suspended due to the sensor glucose versus blood glucose difference. Customer also had a calibration not accepted alert. It had not been at least 15minutes since the blood glucose value that resulted in calibration not accepted was entered. Troubleshooting was done for sensor glucose versus blood glucose and for calibration not accepted alert but declined for the low. Pump was used within 48 hours of the low. Smartguard was used per carelink. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, calibration not accepted. The customer reported blood glucose value of 27 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with ems/ambulance/ER visit, glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unomedical, mmt-7040a, mmt-332a, mmt-1884l. Troubleshooting was performed. Customer reported low bgs. Customer has not been using the insulin pump system within 48hrs of reported low bg event. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reports receiving a "calibration not accepted" alert. Cust entered a new bg to calibrate but calibration was not accepted. Customer did not receive a "change sensor" alert. It had been at least 15 min since the bg value that resulted in calibration not accepted alert. Explained to wait before attempting to calibrate again after getting a "calibration not accepted" message. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884l. The customer will continue using the device.